Event description:
Was switched from a philips dreamstation 2 by dme (durable medical equipment) provider to a resvent ibreeze CPAP (continuous positive airway pressure) machine. Device doesn't increase pressures adequately to control flow limitations. Device is excessively loud to the point where you can hear my family member breathing in and breathing out. See attached screenshot for pressure curves/flow limitation flags.